Event description:
A malfunction on the pump was reported by the caller, causing the customer's blood glucose level to exceed 500 mg/dl, though the specific value was not known and was displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed that the pump was included in a field correction and advised the caller to return the malfunctioning pump. A replacement pump with updated software was sent to the customer, who acknowledged the steps needed upon receiving it, including storing the old pump and returning it to tandem.